Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. Additional event or patient information is not available. The receiver was returned for evaluation and was determined to be in good condition based on external visual inspection. The receiver data log was unable to be downloaded and reviewed as the receiver would not boot up. The receiver case was opened for inspection and troubleshooting. A defective u6 was verified during troubleshooting. The customer complaint was confirmed. The root cause was determined to be a main pcba defective u6.